Event description:
It was reported that during use of the pump, the user noted a "burning" smell. As a result of this, the patient was transferred to another pump. There were no patient complications.